Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a total knee arthroplasty (B)(6) 2008. Subsequently the posterior stabilized post broke off of the tibial polyethylene component. Loose body was removed arthroscopically on (B)(6) 2013.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Evaluation indicates root cause of fracture was due to repeated hyperextension.